Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-09016, 2017865-2020-09017. It was reported that the patient experienced persistent methicillin-sensitive staphylococcus aureus bacteremia thought to be due to cellulitis. The implantable cardioverter-defibrillator was explanted. The patient tolerated the procedure well.